Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a bent grip tip. The grip was bent at the base causing them to be misaligned and not close properly. The offset at the tips was 0.68 mm. The grips were not found to be cracked but the molded insulator found to dislodged due to the bent grip tip. When the tips of the instrument grips are misaligned/bent, this issue would be visually detectable. Furthermore, a loss of cautery would be detected with a lack of tissue effect at the end effector. Grip bending is related to the application of torque relative to the opening of the instrument grips. High loading of the tip with the grips open can cause damage to the grips, with longer grips being more susceptible to failure. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the force bipolar instrument broke at the joint and could not be removed from the patient. The cannula was removed with the instrument as one piece. The procedure was completed with no reported injury.